Manufacturer narrative:
(B)(4). Upon investigation of the returned sample, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 08/17/2021, should be retracted.

Event description:
The complaint is reported as: catheter placed in patient's ac (antecubital) on (B)(6) 2021. The floor nurse told the patient that they could move their arm freely on (B)(6) 2021 since their infustion was completed. The nurse pulled the line on (B)(6) 2021 and noticed a hole in the catheter where it meets the hub. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: catheter placed in patient's ac (antecubital) on (B)(6) 2021. The floor nurse told the patient that they could move their arm freely on (B)(6) 2021 since their infustion was completed. The nurse pulled the line on (B)(6) 2021 and noticed a hole in the catheter where it meets the hub. No patient harm reported. The patient's condition is reported as fine.